Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had ongoing issues related to non-compliance and severe alcohol abuse and was being admitted to a detoxification rehabilitation facility. Upon admission, the nurse practitioner noticed a bruise on the patient's temple. The patient's inr value was 5. A CT scan revealed a subdural hematoma with midline shift. The patient was readmitted to the implanting center and monitored closely. The patient was given fresh frozen plasma and vitamin k until the inr value was down to 1.3. No issues were observed with the pump which reportedly functioned as expected. No further information was provided.

Manufacturer narrative:
A specific cause for the reported subdural hematoma and a correlation between the device could not be conclusively determined. It was stated that the patient's pump functioned as intended and no issues with the pump were observed. The patient was discharged and doing well with no deficits and remains ongoing on pump support. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative indicated that the patient is discharged and doing well with no deficits.